Manufacturer narrative:
(B)(4): testing confirmed that the ok and down keys intermittently respond and require excessive force to activate. The keypad was fully intact and removed to investigate; no hypersensitive or inverted contacts were observed. There was visible contamination under the up and ok key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down button is not responding; it requires multiple presses and exhibits a delayed response. This has been happening for about a week. All other buttons are working. No tears in rubber key pad are reported. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.